Event description:
As reported, a stent that was placed in the mid bile duct, broke into two pieces. The stent was placed in the ductus choledochus because of a cholangiocarcinoma and five months later it fractured. The stent fracture was confirmed by x-ray. No other stent was placed but this one. No pre or post-dilation of the stent was done. No perforation was observed due to the broken stent. The doctor considers the tumor progression may have contributed to this stent breakage. No images or photos are available.

Manufacturer narrative:
This is being reported because it is the same or similar device that used to be marketed in the united states. The device history report could not be performed, as the lot number was unknown. The sample remains implanted, and therefore, a sample evaluation could not be performed. The results of the investigation are inconclusive, as no sample or images were returned. As stated in the event description, the doctor considered the patient's tumor progression to be a contributing factor to this event.